Manufacturer narrative:
Medtronic received the following information from the journal article entitled; ethnic disparities in outcomes of patients with complicated type b aortic dissection. Halim yammine, jocelyn k. Ballast, william e. Anderson, john r. Frederick, charles s. Briggs, timothy roush, jeko m. Madjarov, tzvi nussbaum, joshua a. Sibille and frank r. Arko. Doi.org/10.1016/j.jvs.2017.10.083. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted into patients for the endovascular treatment of type b aortic dissections between (B)(6) 2012 and (B)(6) 2016. The following events were observed: malfunction: unknown endoleaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.